Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2006. Pt later experienced hip, thigh, and groin pain; swelling around the hip joint; audible "popping" while walking; pain during prolonged periods of standing and while walking; and excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2006. Patient later experienced hip, thigh, and groin pain; swelling around the hip joint; audible popping while walking; pain during prolonged periods of standing and while walking; and excessive levels of chromium and cobalt. Doi: (B)(6) 2006 - dor: unk (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2006. Patient later experienced hip, thigh, and groin pain; swelling around the hip joint; audible popping while walking; pain during prolonged periods of standing and while walking; and excessive levels of chromium and cobalt. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised. Reason for revision was not provided.